Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log files were sent for review, revealing driveline power fault alarms starting (B)(6) 2022. The driveline power fault resolved once the modular cable was re-secured.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained data from 23apr2022 through 28apr2022. Transient power a broken (pwr_a_broken) faults were captured beginning on 28apr2022. These faults resulted in a driveline power fault alarm that persisted throughout the remainder of the file. No other notable events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, addresses all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history record for modular cable, lot number 7216231 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped with the implant kit for (B)(6) on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.